Manufacturer narrative:
H6 investigation: type, findings, and conclusion codes and h6 component codes were updated accordingly based on the completed investigation. The device was not returned; therefore, an evaluation/analysis of the device was not possible. The root cause of the injury was unable to be determined due to insufficient clinical details.

Event description:
Additional information received from associate clinical consultant that the patient passed away a couple of hours after explant, which I found out at a later date.

Manufacturer narrative:
Additional information has been provided in b5 from consultant. The root cause of the injury was unable to be determined due to insufficient clinical details.

Event description:
66 female underwent a hrpci in the contest of cardiogenic shock (scai c). The patient was transferred from another hospital. Prior to impella placement, the patient had an altered level of consciousness and a non st elevation myocardial infarction, she was receiving vasopressors, inotropic medications, and respiratory support, leading to a high risk percutaneous coronary intervention supported by an impella device. Also, a pulmonary artery catheter was in place at presentation right femoral arterial access was obtained with a percutaneous, ultrasound guided approach for impella cp implantation, performed as support for high risk percutaneous coronary intervention of the left circumflex and right coronary arteries. The procedure was completed, and the patient was transferred to the coronary care unit on impella support. After arrival to the unit, the patient required increasing vasopressor support, including initiation of milrinone, norepinephrine, and bumetanide. Clinical deterioration consistent with septic shock was noted. Based on the escalating pressor requirements and concern for sepsis, the treating physician elected to discontinue impella support and transition to medical management while awaiting infectious disease evaluation to identify the source of sepsis. The device was removed using preclose with perclose proglide devices, and the patient survived to explant. The documented complaints are conservatively coded for septic shock but are most likely due to the underlying disease and clinical condition. The decision to remove the device was made in the context of worsening septic shock, increasing vasopressor requirements, and the need to medically stabilize the patient. The development of sepsis during impella support is most plausibly related to the patient¿s underlying critical illness, invasive procedures, and prolonged ICU exposure rather than the device itself.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.